Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause of the reported failure is use error.

Event description:
It was reported on 11/02/2022 by a sales representative via phone that an ar-8991 fibertak suture loop split in half. Case involvement, no patient effect.